Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) communicated with the customer and confirmed that the pedal does not engage the x-ray or switch room light intermittently. On troubleshooting, rse suggested the onsite service replace the footswitch and monitor. The event was resolved by the customer, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch would not engage x-ray or turn the room light on. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.